Manufacturer narrative:
This report is submitted on march 22, 2021.

Event description:
Per the clinic, the patient experienced the development of keloid scaring which was excised. The implant remains in-situ.